Event description:
It was reported that an ilet user experienced persistent hyperglycemia after an infusion set change, with continuous glucose monitor (cgm) showing high and a confirmatory fingerstick of 536 mg/dl, and subsequent troubleshooting identified site adhesive over the tubing and drops during a fill tubing test. The user replaced the infusion site, and insulin delivery was resumed, with fingerstick values decreasing to 413 mg/dl and then 231 mg/dl. Symptoms included hyperglycemia and nausea. Outcomes included no health consequences or long-term impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no specific findings and insufficient information to definitively attribute a device malfunction, though the event was associated with potential infusion set deployment or connector attachment issues and an unspecified device component. It was concluded, based on previously established findings for similar reports, that the cause was not established.

Manufacturer narrative:
Initial.